Manufacturer narrative:
The cause for the discordant troponin ultra result is unknown. The customer received ufsn 10818631. Siemens has released ufsn 10818631, rev. A may 2014 and umdc 10818632, rev. A may 2014 for troponin ultra readypack variability informing customers of the issue for lot #s 078, 079, 082, 083, and 084. The notifications instruct customers to calibrate each readypack placed on the system and to run controls to ensure accurate control and patient values. The instrument is performing within specification. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
A false high advia centaur cp troponin ultra (tni-ultra) result was obtained on a patient sample. Two subsequent samples were tested and the results were negative. The initial result was questioned by the physician since the electrocardiogram was normal and the two serial measurements were negative. Repeat testing was performed on the initial sample and the result was negative. The patient was in the cardiac emergency with thoracic pain. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.